Event description:
The patient reported that she experienced low blood glucose levels (32mg/dl) and became unconscious. The patient was taken to the hospital and was treated via glucose injections. The patient reported that she boluses per recommendations from the pump. The patient was sent home from the hospital on the pump and reports that she is in normal range.

Manufacturer narrative:
Follow-up # 1 11/17/2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.